Event description:
The following was reported to the FDA on 03/13/2018: ¿during a biopsy procedure, the physician used a cook captura hot biopsy forceps. The customer reports having trouble with hot biopsy forceps. This ¿trouble¿ was reported to be a ¿similar problem to the problem they were having with the cold biopsy forceps.¿ apparently the physician has been having issues as well at (B)(6) private hospital. A search through previous complaints from this facility for cold forceps found that the majority of the complaints were for ¿unable or difficult to close the forceps cups¿ (see mdrs 1037905-2017-00194, 1037905-2017-00343, and 1037905-2017-00550).¿ this follow up emdr is being sent to update sections d1 and d4, in addition to clarifying the originally sent description that one (1) device was used at (B)(6) private hospital, and another issue was reported from (B)(6) private hospital, but no further information is available.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation evaluation: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all captura hot biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a biopsy procedure, the physician used a cook captura hot biopsy forceps. The customer reports having trouble with hot biopsy forceps. This "trouble" was reported to be a "similar problem to the problem they were having with the cold biopsy forceps. Apparently the physician has been having issues as well at (B)(6) private hospital." A search through previous complaints from this facility for cold forceps found that the majority of the complaints were for "unable or difficult to close the forceps cups" (see mdrs 1037905-2017-00194, 1037905-2017-00195, 1037905-2017-00343, and 1037905-2017-00550).